Event description:
Customer reported differences in lab to device comparisons. Lab = 131 mg/dl & device = 160 mg/dl. Lab = 140 mg/dl & device = 186 mg/dl/ lab= 138 mg/dl & device = 163 mg/dl. Lab = 136 mg/dl & device = 174 mg/dl. Controls were within range but values were not provided. Treatment information was not provided. A request was made for return product, however declined.